Event description:
It was reported that the patient was hospitalized due to ketoacidosis. The patient's mother was unsure if the infusion device was the cause of the child's high blood glucose levels or if the patient's health state was a result of dietary transgressions over the weekend for his birthday. At the time of the report, the patient was still in hospital. No further information could be gathered regarding the treatment received or other details.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.